Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped delivering insulin and subsequently, the customer experienced an elevated blood glucose (bg) level. Bg value was not provided. Reportedly, the pump supplies were changed to address bg. Although requested by tandem technical support, the customer was unable to upload the pump data logs for a log review to be performed. Additionally, it was reported that "buttons didn't work and the screen went black¿, the insulin gauge was inaccurate, the customer received an empty cartridge alarm, and a cartridge was unable to be loaded onto the pump. Customer declined troubleshooting with tandem technical support and declined to provide further information.